Manufacturer narrative:
Complete name of the user facility: (B)(6). The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that during endoscopic retrograde cholangiopancreatography the tip cap of the evis lucera elite duodenovideoscope fell inside the patient¿s body. It was collected and replaced with the same product. Additional information regarding the retrieval and patient outcome has been requested. Patient identifier (B)(6) is for the evis lucera elite duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely that the reported event was caused by the following: 1. The anti-fog additive adhered to the cover, which was broken by the chemical stress, which provided the condition making it easy for the distal cover to fell off from the scope. 2. As the attachment to the scope was insufficient, which provided the condition making it easy for the distal cover to fell off from the scope. 3. As the distal cover was broken by canting the cover when attached it to the scope, which provided the condition making it easy for the distal cover to fell off from the scope. Olympus will continue to monitor field performance for this device.